Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the electrocardiogram connector was loose and that the device tested out of specification on its common mode/wrist electrode functional test and it was noted that it needed a new link electronic module board. The device was to be scrapped. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.